Event description:
Complaint is reportable based on analysis completed on (B)(6)-2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The index procedure treated the target lesion located in the left anterior descending artery. The physician attempted to place a 3.0x32mm taxus liberte stent but was unable to cross the target lesion. The procedure was successfully completed with another 3.0x32mm taxus liberte. No patient complications occurred and the patients' condition was listed as "stable". However, analysis of the returned product revealed that a hypotube break occurred.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the device was returned in two sections as a result of a break that occurred in the hypotube. The break was approximately 18.3cm from the catheter strain relief. Solidified blood was present within the inflation lumen, indicating the device had been used in vivo. A visual and microscopic examination of the crimped stent found no issues. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)